Event description:
At the (B)(6) covid clinic, a nurse volunteer reported to me that the needle was stuck in the patient's arm upon receipt of the pfizer vaccine. The patient was sent to (B)(6) medical center ed and had an x-ray that confirmed that the needle was stuck. The ed team was unable to get the needle out, and referred the patient to a specialist. FDA safety report ID# (B)(4).